Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the screen brightness check failed - cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. It was identified that the cause for the brightness display problem was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a clinic¿s liberty select cycler is extremely dim when the cycler is turned on. The peritoneal dialysis registered nurse (pdrn) stated that the cycler was their training cycler and they tried to brighten the screen in the settings, however the screen remained dim. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the clinic. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.